Event description:
It was reported that one day post implant, an x-ray confirmed that the lead had pulled back. During the lead revision, the physician noted insulation damage on the lead and that it was not possible to advance a wire down the lead past the damaged part. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Concomitant medical products. 5594-53 lead, implanted: (B)(6) 2014. (B)(4).